Manufacturer narrative:
Integra has completed their internal investigation on february 1, 2018. DHR review; no defects were noted in the DHR review that may have contributed to this complaint. Complaints history; a trackwise search of the results of the short description field containing ¿pip¿ november 2015 to present showed 13 complaints of intra-operative pip fractures, including this one. During this period of time, there have been 3,449 pip surgeries performed. This represents 0.377% (13/3,449) overall failure rate. Not an adverse trend. Conclusion: the root cause of the reported event is unknown. As the device has not been returned, the root cause of the report cannot not be confirmed to date. In the past, similar issues that resulted in intra-operative pip fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection.

Event description:
It was reported that the implant broke in 3 pieces during the procedure. The surgery was completed with a replacement implant. No patient injury or consequences and the event did not lead to surgical delay.

Manufacturer narrative:
Additional information received on february 22, 2018: product was in contact with patient. The implant broke in 3 parts during press-fit. They managed to retrieve the 3 broken parts.

Manufacturer narrative:
Integra has completed their internal investigation on march 20, 2018. Results: evaluation of returned device; the product was returned and underwent failure analysis. As received, the product was in three pieces. Based on the images, it is unclear how/when the fracture occurred; however, the fracture appearance is consistent with a rapid brittle, bending fracture. Stem fractures are known to occur upon impact used to seat the prosthesis during surgical implantation into an incompletely broached medullary canal. DHR review; no defects were noted in the DHR review that may have contributed to this complaint. Complaints history; a system search of the results of the short description field containing ¿pip¿ november 2015 to present showed 13 complaints of intra-operative pip fractures, including this one. During this period of time, there have been 3,449 pip surgeries performed. This represents 0.377% (13/3,449) overall failure rate. Conclusion: the root cause of the reported event is unknown. In the past, similar issues that resulted in intra-operative pip fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection.